Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A fresenius mexico technician replaced the power source fuse and the o-rings on the acid and bicarb concentrate assemblies. The machine went through functional testing with no problems encountered. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius (B)(4) technician reported that a fresenius 2008k2 hemodialysis (hd) machine had a melted component and a missing o ring for the bicarb concentrate assembly. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. Upon follow up, it was confirmed that the power source fuse was melted. The technical stated that the o-ring was missing from the bicarb and acid concentrate assemblies. The o-ring was replaced. The fuse was replaced. The machine went through functional testing and no problems were encountered.